Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not functioning as intended; however, customer declined troubleshooting with tandem technical support and declined to provide further information including discharge date, and the alleged root cause could not be confirmed. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.